Manufacturer narrative:
Catalog numbers of the other devices listed in this report: cat. No.: 542-11-56f; trident psl ha cluster 56mm; lot code: unknown. Cat. No.: 6260-9-336; v40 cocr lfit head 36mm/+10; lot code: unknown. Cat. No.: 6720-0635; size 6 accolade ii 132 deg; lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was explanted due to infection.